Event description:
During use of an amplatzer guidewire, difficulties were experienced retracting the guidewire from the left pulmonary vein. The patient's pressures had dropped and the patient expired.

Manufacturer narrative:
No further information has been received for this event.